Event description:
The customer reported a blank screen with lines going through the middle. The customer stated that she is a runner and may have gotten the insulin pump wet due to all the sweat. Advised that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with a blank display due to moisture damage on the electronic assembly. Unable to verify the lines across the screen due to the blank display. The insulin pump also had moisture damage on the motor assembly.